Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) explained the alarm and had the care giver (cg) cycle the power to clear se 2240 the alarm. The tsr advised the hp to discard the supplies and either start over with new supplies or finish with a manual. No patient injury or medical intervention was indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp was hard of hearing so she had asked her son/care giver (cg) to speak regarding the problem. The cg did not have any idea how the air may have entered the line. The cg had discarded all the supplies from that night and stated that they were no physical abnormalities with the supplies. The cg provided the lot number information for the cassette (h11c02023). The cg had spoken with their registered nurse (rn) regarding the issue and stated that the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.